Event description:
User facility medwatch report received that states: "perclose prostyle suture mediated closure and repair system, (B)(4), lot: 5120543, ref: (B)(4). Provider states that sutures tore when they were closing it". No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported suture separation during knot advancement could not be determined. Factors that may contribute to suture detachment during knot advancement may include, but are not limited to, tensioning angle not coaxial, pushing more than tensioning the rail limb, use of forceps. In this case, it is possible that the tensioning of the suture was not coaxial during knot advancement and contributed to the reported suture separation. However, this cannot be conclusively determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: medwatch report.